Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, there were defective clips. Clips are delivered across. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device was discarded.